Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid stent damage, with stent struts raised. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-jun-2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25 x 32 synergy drug-eluting stent was advanced for treatment but severe resistance was felt at the area before the lesion, and it was unable to cross. A non-bsc guide extension catheter was used, but it was still unable to cross. A non-bsc stent was advanced, but still unable to cross the lesion. The procedure was completed with plain old balloon angioplasty (poba) only. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.